Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4)

Event description:
New information received notes that the lead was explanted and replaced during routine generator replacement due to externalized conductors.

Event description:
It was reported that, externalized conductors were observed via x-ray imaging. All the easements were tested to be in normal range. The patient will be monitored remotely. The patient condition is good following the event.